Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a blank display issue. After a 'call service' alarm, the pump display has become blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 09/10/2013: the device was returned to animas and evaluated by product analysis on 08/20/2013 with the following results: pump powers on with display functioning properly . Moisture damage observed on printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.